Event description:
In a review of an unpublished draft literature article, these findings were noted: o. Varban. Assistant professor of surgery, university of michigan health system; stapler vendor, buttressing and fibrin sealant: protective or predictive of leaks after gastric bypass?; unpublished data collection for the article was between january 2007 and december 2011. This article mentions that 18 patients, treated with seamguard, experienced gastrointestinal leak within 30 days of their operation. Leaks were defined as those requiring percutaneous drain placement or reoperation after the laparoscopic roux-en-y gastric bypass (lrygb). The leaks were identified at the gastrojejunal anastomosis or along the staple line of the gastric pouch or remnant pouch. It is unclear which configuration(s) are being referenced in the article. Details regarding treatment of the leaks was not provided.